Event description:
It was reported that the customer had a problem with the insulin pump's reservoir. The customer also had a no delivery alarm during basal, bolus and fixed prime. The customer's blood glucose was 139 mg/dl. Troubleshooting was performed. The customer was reminded to call in to replace their supplies. The problem was resolved. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.